Event description:
Customer reports lancet protrudes from the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested of suspect device and replacement was sent.